Event description:
The report stated that during surgery, water leaked from the handle of needle electrode. Another needle electrode was opened and the procedure was completed. The patient is reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned for evaluation, therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.